Manufacturer narrative:
Pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Unit had cracked battery tube threads and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 178 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.